Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05828. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a suburethral sling removal, anterior mesh removal, cystoscopy, and suprapubic catheter placement on (B)(6) 2014 due to dyspareunia, and pelvic pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 05/05//2016.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and other problems.